Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. Evaluation results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of dark residue. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed with no patient injury and another same model lens was implanted. The reporter stated the cause of the torn lens was due to the lens having been loaded wrong.